Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown, folds, prosthesis visible, pain, itching, undulations.

Event description:
Patient reported left side folds, visible prosthesis, pain, itching, capsular contracture baker grade unknown and undulations. The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b6, h6.

Event description:
Healthcare professional later reported capsular contracture baker grade iii-IV. Healthcare professional additionally reported "cysts" and "nodules"; these events are not device related.